Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this right ventricular (rv) defibrillation lead and cardiac resynchronization therapy defibrillator (crt-d) exhibited high, out-of-range pacing impedance measurements of greater then 2,000 ohms. Therefore, during the routine device replacement for normal battery depletion, this rv lead was surgically abandoned. A new pacing lead was implanted, and the patient received a cardiac resynchronization therapy pacemaker (crt-p) device. No additional adverse patient effects were reported.